Event description:
It is alleged that one or more of the components were loose, leading to implant instability and revision. After several discussions with the surgeon to receive complete info regarding this incident, the surgeon decided to pull back their complaint. As a result, the co is filing report at this time with little pertinent info.